Event description:
The machine powered itself off during a pt treatment with no indication or alarm. Due to the vigilance of the clinical staff, there was no adverse effect to the pt. However, had this not been discovered promptly, the pt's safety could have been severely compromised. This is to alert the user to a potential problem with model 2008h hemodialysis delivery systems. It has been reported that on rare occasions the fresenius model 2008h hemodialysis machine may spontaneously shut down during treatment without an audible alarm. Under normal circumstances, the power-off alarm would be audible for about seven mins. However, instances have been reported where no audible alarm was heard by the attending staff. During these shutdown events, the machine stops circulating the blood and the bloodlines are clamped automatically. Co is in the process of investigating these shutdown events. These occurrences have been very rare and the machines have restarted as expected in almost every case. In the event of a spontaneous mid-treatment shutdown of the dialysis machine, turn the machine back on by pressing the power button. Upon power-up of the machine and before resuming blood flow, follow normal clinical procedures, including carefully checking the entire extracorporeal circuit for blood clots. If blood clots are detected or the machine fails to power-up, follow clinic policy for returning the blood or discarding the extracorporeal circuit. The model 2008h hemodialysis machine operator's manual contains procedures for manually recirculating the blood circuit in the event of a power failure. The co recommends adherence to good clinical practice; i.e., pts should be attended by trained staff and the status of the pt and machine should be closely monitored during dialysis treatment. Investigation has shown this event to be extremely rare and replacement of earlier versions of the model 2008h control panel have resolved the problem. Svc info may be obtained by contacting the co's technical svs dept.